Manufacturer narrative:
Updated fields: h6 type of investigation, investigation findings, investigation conclusion. A getinge field service engineer (fse). Found that the trolley and the host were disconnected, after disassembly and adjustment, the function parameters of the device were normal and delivered to the customer for use.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unable to charge. There was no patient harm reported.